Manufacturer narrative:
No button error alarm noted. Pump had no button response due to corroded keypad traces. Unable to verify time anomaly due to button keypad anomaly. No scrolling numbers display anomaly noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the screen. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 62 mg/dl. Blood glucose level on the morning of the call was 148 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.